Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 42 mg/dl. Customer's right side of the body went lymp and could not speak or drink. Customer was hospitalized due to low blood glucose. Customer may have suffered a mild stroke. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Customer reported that sometimes she feels as if insulin pump sometimes over-delivers and under delivers. Customer was advised to contact healthcare professional